Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the powered laser surgical instrument's fiber caught fire on the first use. The issue occurred during a therapeutic left laser lithotripsy procedure. The procedure was completed by replacing the fiber. There was no delay, and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The root cause of the suggested phenomenon could not be further presumed - the device was not returned and could not be inspected, and therefore further information pertaining to the event could not be obtained. Olympus will continue to monitor field performance for this device.